Event description:
"S/p b gels for augmentation #9 memes 350cc through axillary incisions (vertical). Developed snoopy nose deformity with contracture immediately and was unhappy with the scars. Accordingly, underwent b mastopexies and replacement with 250cc mentor gels. C/o increased migration since sx, no h/o trauma or decreased size. C/o na being too lateral and l. In addition, has systemic c/o's including arthralgia (+am stiffness), myalgias, dysesthesias/paresthesias, swelling, fatigue, sleep disturb, adenopathy, fevers, recent uri's, hot flashes/sweats, headaches, tmjd, dental probs, visual disturb, dizzy spells, memory probs, dry mouth, hair loss, rashes, photophobia, sens cold/chem, sob/cp, wgt gain, bloating, gi/gu sx's and easy bruising. Sob is severe enough has been tried on steroids, ? Etiology. Pt is otherwise healthy."